Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon receipt, the monitor failed the internal pulse test. The root cause of the pulse test failure is currently underway and a supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the internal pulse test. The last pt to use this monitor did not report any deficiencies.